Manufacturer narrative:
Continuation of d10: product ID: 2035uc, (lot: g24a08487); product type: 0627-cables and accessories; implant date n/a; explant date n/a; product ID: 203cxc, (lot: 230264803); product type: 0627-cables and accessories; implant date n/a; explant date n/a product ID 106e2 (serial: 5k0052); product type: 0628-console spare parts; implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter, the temperature dropped very fast down to -71°c. Despite exchanging the console, autoconnection box, electrical umbilical cable, and coaxial umbilical cable, the unusual steep temperature drop to about -70°c persisted. The flow was in the normal range, and the freeze was aborted before starting another freeze, which also resulted in a steep temperature drop. Another balloon catheter was connected, and the temperature drop was normal, allowing the case to be continued and finished. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter of lot number 23690 and data files were returned and analyzed. No patient file was received. The received failure file contained failure records for the date of the event. The failure file showed persistent system notice 50028 indicating that there was a problem with the injection process on the reported date of the event. Images were attached showing ablation curves on the console screen performed with catheter afapro28 of lot number 23690 on reported event date but no symptoms of the temperature dropped fast on the curves could be seen. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 9 applications on the reported event date. During functional testing, a sudden temperature drop was observed at the be ginning of the ablation phase. The ablation temperature was very cold (below -60 celsius). The inflation, ablation, and thawing phases were completed. No console system notices were generated. Pressure testing and inspection of sub-components of the balloon, hand le, and shaft segments: during inspection of the balloon segment, a fracture/crack was observed on the injection tube. The fracture/crack was identified at the coil area. In conclusion, the reported temperature dropping faster than expected was confirmed and the balloon catheter failed the return product inspection due to an injection tube fracture/tear observed at the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.